Event description:
A customer reported that the pump screen was pixelated and less responsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.